Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 11.6mm, vtich11.6, +6/3.5/103 (sphere/cylinder/axis), implantable collamer lens, tore/broke during injection/delivery into the right eye (od) on (B)(6) 2019, the lens was removed within the same surgery. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. It was reported that there was no patient injury."user error" was reported to be the cause of this event, the reporter stated " because of loading."